Event description:
It was reported that when an asymptomatic patient presented in clinic, several stored episodes showed noise on both atrial and ventricular channels. The noise was reproducible in-clinic with arm movement. Both leads and the device were explanted and replaced.